Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500 broke. It was noticed while performing branch transaction. The conductor plate on the inside of the jaws separated from the jaws. There was a delay as we had to get a new hemopro to use. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/12/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away at the base of the hot jaw, with detachment at the tip of the hot jaw. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.